Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: item bf305916 was not able to flush air or fluid through the needle.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: h.6. Investigation summary: it was reported that unable to flush air or fluid through the needle. To aid in the investigation, two packaged safetyglide needles (p/n 305916) from batch 1340735 were received. One sample was observed to have no visible defects and was unclogged as proven via light passing through the cannula. The second needle was visibly clogged as no light was able to pass through the cannula. The affected sample was forwarded to the needle supplier's manufacturing site for further evaluation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: item bf305916 was not able to flush air or fluid through the needle.